Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the data files and balloon catheter, 2af283 with lot number 30348 were returned and analyzed. The data files showed thirteen injections were performed with the catheter and showed system notice ¿50005¿ leak detection at the date of the case. Visual inspection of the balloon catheter showed traces of blood inside the inner balloon. The compatibility issue with inserting the balloon catheter into the mapping catheter was reproduced. The balloon catheter also failed the performance test as it was not recognized by the console. Dissection/ pressure testing showed a guide wire lumen kink and breach at 0.89 inches proximal from the tip. The broken tc wire under the breach caused the catheter to not be recognized. In conclusion, the reported issues were confirmed through testing. The balloon catheter failed the return product inspection due to the guide wire lumen kink. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the balloon was stuck inside the sheath and was difficult to move, and a system notice was received indicating that the safety system detected blood in the catheter handle, the injection was stopped and the vacuum disabled. The balloon was removed from the sheath with difficulty, and the balloon catheter was replaced. The case was completed with cryo. No patient complications have been reported as a result of this event. The balloon catheter subsequently tested out of specification per the manufacturer's investigation.